Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine testing, the pump operated like it was pulsing, and its liquid crystal display (lcd) showed an over-speed error message. There was no patient involvement.

Manufacturer narrative:
Per data log analysis, complaint indicates issue occurred on (B)(6) 2016, but the logs does not have events for that date. On (B)(6) 2016, the pump was used and reported overspeed head > motor (4 times) and underspeed (head < demand) twice. This would have caused the overspeed message as reported. There is no way to tell from the log if pulsing was occurring. During laboratory analysis, the product surveillance technician (pst) tested the pump at optimal occlusion and observed no pulsing or ''overspeed'' message." ''Underspeed'' then ''stop pump jam'' message was observed on pump display only when pump occlusion was adjusted to 115 clicks optimal occlusion. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was not confirmed. Per subsidiary, the pump was on start mode when the pump stopped and changed speeds. They were not physically manipulating the pump or the cable at the time of the event. The tubing used was pvc, size 9/16 in and single set. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.